Event description:
It was reported that, during the cardioversion, the device did not discharge, it was necessary to turn the device off and back on. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by philips authorized service provider (asp) on site. The asp conducted the operation test which device passed successfully. No device fault was determined. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device fault found. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the xl device indicating that during cardioversion the device did not discharge. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.